Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. A follow up MDR will be submitted upon completion of the clinical investigation.

Event description:
A peritoneal dialysis patient's nurse reported that the patient was diagnosed with peritonitis. The patient was treated with vancomycin via intraperitoneal route in the clinic for 6 weeks. The tubing set was discarded.